Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was experiencing low oxygen pressure and low suction pressure. There was no patient involvement when the issue occurred. No patient or user harm reported. A follow up was performed with the key market (km), and the responder reported that there was no malfunction with the v60 ventilator. The km reported that the issue was due to the oxygen supply being low. It was reported that no repairs were required, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.